Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The complainant indicates the use of non company injector and viscoelastic which are not qualified for use with the associated iol model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic and injector. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, at the implantation moment, iol passed through the cartridge with a shooting sound. Additional information was requested. There are multiple patients reported along with this file. This file is for patient (B)(6).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product manufacturing site updated due to receipt of additional information. Manufacturer report number corrected and reported under MDR# 9612169-2026-00749. Additional information was provided in d.3.,h.3., h.6., and h.11. The manufacturer internal reference number is: (B)(4).